Manufacturer narrative:
A resolution was confirmed on the call with technical services (ts); a hard reboot of the system resolved the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure by a manufacturer representative (rep) that there was abnormal software behavior. After updating the software to application, when trying to log out of the administration (logout was selected from the admin desktop when the graphics card messages appeared) the monitor went black and then he was prompted with a message stating "graphics card low performance" and it displayed 4 options to continue. The rep selected the last option to "return to window". The monitor remained black for over two minutes. The rep then did a forced shutdown on the system and restarted. The application and os were successfully installed and there were no other issues. When completing a software upgrade on another system, restart was selected from the desktop and the behavior did not occur.